Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they tried to recharge the device on (B)(6) 2018 but had poor coupling and no telemetry with recharging. They stated that on (B)(6) 2018 they started seeing the reposition antenna screen and has not been able to recharge the implantable neurostimulator (ins) since. The patient could not troubleshoot at the time of the report, as they did not have their external equipment with them. The patient was re-directed to follow up with their healthcare provider if they were not able to connect with the ins using the programmer. The patient did not know their healthcare provider¿s information. No further complications or patient symptoms were reported or anticipated.